Event description:
It was reported that a spectrum iq pump had a quiet speaker and alarmed upstream occlusion. This occurred during delivery at the medical surgical department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the sound being too low was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation utilized a known good speaker to correct the problem. The rear case requires replacement to address this issue. During functional testing, an upstream occlusion was not reproduced. The reported condition was not verified. The pump is no longer in its received condition so the evaluation cannot be performed. The device in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.